Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the guidewire became stuck inside the lead. The physician could not remove the guidewire and had to remove the lead., a new lead was placed without issue.